Manufacturer narrative:
Boston scientific received a summary report on (B)(4) 2016. The summary report indicated that on (B)(6) 2015 during interrogation of the device, it was noted that the ra lead appeared to be sensing and capturing the right ventricle. The next day, the ra lead was easily retracted and repositioned into the mid-lateral wall of the ra. On (B)(6) 2015, a new right-sided device and lead system were implanted without difficulty. The competitor lead was disconnected and explanted. The patient¿s left arm swelling resolved and no further adverse events were reported. Boston scientific received additional information on (B)(4) 2016 that in (B)(6) 2015, the patient's hb level dropped down to 7.8 g/dl (reference range: 12-15 g/dl) and the patient was diagnosed with acute blood loss anemia and hematoma at the pocket site. At the time of the event, the patient was on warfarin and other antiplatelet medication. On (B)(6) 2015, the patient received 2 units of fresh frozen plasma (ffp). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The patient had been presented to the electrophysiology (ep) laboratory for a scheduled left-sided device and lead system implant procedure on (B)(6) 2015. The patient's medical history was significant for a left superior vena cava (lvc). During the post-operative check on (B)(6) 2015, the right atrial (ra) lead was found to have dislodged. The patient was presented back to the ep laboratory on (B)(6) 2015 and the ra lead was revised. The next day, the post-operative device and lead checks were normal. On the evening of (B)(6) 2015, the local representative was contacted by a physician with a report that the patient was experiencing acute left arm swelling. The patient was presented to the heart catheterization laboratory which identified an av fistula that was suspected to be near the left svc. The chronic device and lead system was explanted and the av fistula was stented. A competitor pacing lead was implanted via the right internal jugular vein (rijv). The competitor lead was connected to the explanted chronic device (external pacemaker).